Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported recurring unexpected restart alarm. Blood glucose was 181 mg/dl at the time of incident. Customer stated that the insulin pump would alarm unexpected restart at night while sleeping. Troubleshooting was performed. Insulin pump was not stored or not in use for an extended period of time. Unexpected restart alarm did not occur shortly after inserting new battery. Customer also mentioned that the unexpected restart alarm is recurring during normal use. Customer was advised that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: unit received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected alarm error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify unexpected alarm and signal too low alarm due to compromised force sensor system alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.